Event description:
An endurant ii bifurcated stent graft was implanted during an endovascular procedure for the treatment of a 100mm abdominal aortic a neurysm.  It was reported the patient presented emergently over 7 years later, where a type ia endoleak was discovered. The physician treated the type ia endoleak with a proximal extension with endoanchors and the type ia endoleak resolved.  As per the physician the cause of the type ia endoleak was due to the patients own anatomy as a result of disease progression.  No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.